Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer read on a website that multiple pumps failed after updating to control iq. Customer had not experienced this issue. No additional information was provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.